Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, and customer was advised to continue using the pump and to call back if any malfunction code recurs.